Manufacturer narrative:
H10 field updated to include (B)(4).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 12/13/2024, intuitive surgical, inc. (Isi) received (B)(4) stating: monopolar curve scissor cable broke.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.